Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly turned off. The customer connected the pump to a power source and the pump was able to be turned back on. The customer then reported the pump declared a message and shut off again. The pump was then unresponsive and unable to be turned on. The customer stated the battery gauge was at 85%. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.